Event description:
The customer reported via the sales rep that the polyethylene cup wouldn't grip onto the trident shell. She added that surgeon cleaned it from blood, tried again but it kept falling off. She added that they used another cup with fit very well so that the surgery could be completed without any delays or adverse consequences.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.